Event description:
A dialysis technician contacted a baxter technical service representative (tsr) regarding an arena hemodialysis instrument that was leaking from beneath the machine, which occurred during programming/setup. There was no patient involvement. No patient injury and no medical intervention were reported.

Manufacturer narrative:
(B)(4). A service history review indicated the device was last serviced by baxter on 06/21/2010 for memory error parameter 191. The memory board and sram were replaced and calibrations were performed. The device passed all checks per smart script functional verification data sheet. No issues were identified that may have contributed to the reported problems of leaking from beneath the machine. The device has been previously serviced for issues related to the reported problem of leaking from beneath the machine. However, the cause for this leak is considered to be unrelated. Evaluation summary: the arena single pump device was evaluated by a baxter fse (field service engineer) at the customer location for the reported issues of leaking from beneath the machine. The reported issue was confirmed during the on-site evaluation. The fse found a cracked body of flow equalizer. The fse replaced the body section of the flow equalizer. The machine was then tested according to the arena functional data test sheet form. The instrument met all functional specifications and is ready for use. The assignable cause for the reported issue of leaking from beneath the machine was determined to be the cracked body of flow equalizer. The device is at the customer location. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A baxter field service engineer (fse) was to evaluate the machine on-site. Upon completion of the investigation, a follow-up medwatch report will be submitted.